Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient (a4010 vercise dbs registry) patient experienced moderate psychiatric disorders which required medication, reprogramming, and hospitalization. The physician assessed the event to have a possible relationship to the procedure. It was noted the patient has a history of major depressive disorder, anxiety, mania/hypomania, and emotional reactivity. Additional information received clarified the patient experienced moderate depression.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced moderate psychiatric disorders which required medication, reprogramming, and hospitalization. The physician assessed the event to have a possible relationship to the procedure. It was noted the patient has a history of major depressive disorder, anxiety, mania/hypomania, and emotional reactivity.